Event description:
It was reported that during a low anterior resection procedure, the knife was moved, but the staples were not formed properly. Another was used to complete the case. It seems that the doctor grasped the firing lever without releasing the safety lock. And it was found that the anvil was detached during the use. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.